Event description:
It was reported that leaking was observed on the copilot bleedback control valve on the end of the copilot. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed as the device met required leak specification. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As the device met required leak specification during return analysis, the reported leak was unable to be confirmed. In this case, it is possible that the seal of the device was unable to properly adhere around the device(s) inserted in the co-pilot resulting in the reported leak difficulties; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequently after the initial report had already been filed, returned device analysis observed that there was no leak noted. No additional information was provided.